Event description:
Patient was revised due to high ion levels, pain and lucency around the cup. **update** (B)(6) 2012 - medical records were received. The revision operative report indicated there was corrosion directly on the morse taper. .

Manufacturer narrative:
(B)(4). Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered progressive pain, aching, discomfort and soreness, which became daily as well as audible noise, catching, popping and clicking. Radiology films revealed lucency in zone a of the acetabulum. The patient had elevated levels of chromium and cobalt. During revision surgery, 10 ml of clear straw-colored fluid was removed. The surgeon noted evidence of corrosion between the stem and the initial morse taper. Pathology findings for tissue removed during revision included metallosis and fibrosis there is no new information that would change the outcome of the investigation. The patient suffered and non-displaced fracture during his recovery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.